Event description:
The lay user/reporter called lifescan (lfs) in 2005 and alleged that the display on the pt's meter was damaged. The medical affairs specialist mailed a letter in 2005, since the user could not be reached by telephone for further clarification. According to the reporter, the patient dropped his meter and the display became damaged. He continued to test on the meter after the meter had been dropped. On the day of the event (exact date unk), the patient was feeling dizzy and vomitting. He tested on his meter and obtained a result of approximately 160mg/dl. He was taken to the emergency room 10 to 15 minutes later and his blood glucose result was 302mg/dl on the hospital meter. He was treated with an IV and insulin. The patient continued to use the meter even after the hospital visiting. In 2005, the patient obtained a result of 223 mg/dl on his meter. It would have been helpful to know what part of the display was damaged, the patient's medication regimen, and how long he was tested with the damaged display. A replacement meter has been sent. This case is reported as the patient experienced hyperglycemia while continuing to use the meter, which at least in case of 160mg/dl did not provide a reading consistent with the clinical picture.